Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the limited information provided, it appears that the selected setting (mode and effect) used in the initial procedure was not optimal (ideal) to achieve the desired tissue effect which resulted in the post-operative bleeding. During the follow-up surgery, three (3) applications of the mode swift coag, effect 5.0 (140 watts) were used which resolved the bleeding. However, no conclusive determination could be made as to the cause of the event. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) upon a breast surgery. No information was provided regarding any of the accessories used. Specific information involving the settings of the esu used was not provided [note: during the evaluation of the unit, it was determined that the mode precise sect at effect 9.1 (70 watts) was used at the time of the procedure.). After the initial surgery, there was post-operative bleeding (i.e., the formation of a hematoma at the surgical site). Therefore, a follow-up procedure was necessary to stop the bleeding.